Event description:
It was reported that the patient was not feeling well. The patient stated that their heart rate was in the mid 40s and believed the pacemaker was programmed to 60. The patient also experienced feeling intermittently weaker and weaker, lightheaded, without energy, and has almost constant stomach pains. Follow up was conducted but no futher information was available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.